Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that x-ray not possible error occurs. Fse inspected the system and identified that image disk was faulty, so error occurs. Fse ordered and replaced the ippc hdd (hard disk). After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device could not produce x-rays. The device was in clinical use at the time of the event. No harm was reported. A philips field service engineer (fse) visited the site and determined that the image disk was faulty and producing errors. After replacing the image disk, the device was returned to expected functionality.